Event description:
Given imaging bravo ph capsule did not attach to esophagus during deployment although procedure was followed and pin came down within channel. Suction was applied for at least 45 seconds. Capsule retrieved immediately following attempt to deploy. An additional "like" device (same lot #) was then utilized and successfully deployed. Dates of use: (B)(6) 2017. Diagnosis or reason for use: egd, 48-hour ph study. Is the product compounded: no. Is the product over-the-counter: no.